Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received discrepant results when testing with a coaguchek xs meter (serial number unknown). At 10:00, a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. At 10:30, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. The patient's therapeutic range is 2.5 - 3.0 inr.